Event description:
(B)(4). Event took place in (B)(6). Prior to use of epispin lock system for combined spinal-epidural regional anesthesia user became aware of locking adapter (clamping mechanism) not working properly. Had to use another it. Patient was not affected.

Manufacturer narrative:
Photographs of the device have been sent to manufacturer for evaluation. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. The adapter was mounted incorrectly. As a result of the evaluation this is proven to be a single device error due to human failure in manufacturing. Pajunk considers this file as closed.